Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center did confirm the customer reported event of "the tip leaks". The following defects were noted during the evaluation: the objective lens adhesive was peeled off, the bending angle wires were stretched, the adhesive on the bending section was deformed, and the video connector was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was leaking from the tip. When the device was returned and inspected it was found that the objective lens adhesive was peeled off. This report is being submitted for the defect found during inspection. No patient involvement or injury was reported.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 06-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. It is recommended to the user to instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.